Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic. The right ventricular lead exhibited noise, low impedance, and high threshold. Lead fracture was suspected. The patient experienced dizziness. The lead was capped and replaced on (B)(6) 2017. The patient was stable throughout the procedure.